Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found bubbles in the ratio pump. The fse replaced the ratio pump to resolve the issue.

Event description:
The customer reported that the unicel dxc 600 pro synchron system generated a false low na (sodium) result. The result was not reported outside of the lab. There was no impact to patient treatment. The customer reran the patient sample and obtained higher na result. Controls (qc) ran before this event met the lab's established ranges. Controls failed low after this event.